Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the patient underwent an unknown surgical procedure on an unknown date and topical skin adhesive was used. Following the procedure, the patient experienced dehiscence around the ports and the skin looks like there has been a chemical burn. Additional information has been requested.

Manufacturer narrative:
A review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria. Batch hgr380, mfg date: 06/26/2014, exp. Date: 05/31/2016. Batch hhp491, mfg date: 07/29/2014, exp. Date 06/30/2016.